Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n273787014 serial# implanted: on (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) , ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (1.5 mg/ml at an unknown dose) and baclofen (4,000 mcg/ml at an unknown dose) via an implanted pump for an unknown indication for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) was doing a normal pump replacement and there was a lot of scar tissue around the pump and the catheter ended up tearing as they removed the pump from the scar tissue. It was reported that they replaced the damaged portion with an 8578 segment. The hcp could not aspirate completely from the existing catheter. A back table prime was programmed and hcp elected to connect the pump to the catheter shortly after it was started. The rep wanted to calculate the potential bolus the patient may have gotten. It was reported that the catheter volume was 0.145ml. No symptoms/patient complications were reported.

Event description:
Additional information was received from a company representative (rep) indicated the rep asked the registered nurse about the patient¿s weight, but it was unknown. The cause of the inability to aspirate the catheter was not determined. The inability to aspirate resolved. The explanted portion of the catheter was not returned, as it was discarded by the hospital staff after the surgery was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.